Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an air bubble anomaly. Before they fill the reservoir, they would tap out all the air bubbles but they would find that during the course of wear the air bubbles would appear. By the time they change the set, the air bubbles sized 2-3 millimeters would appear. They had not noticed any leaks. They had tried different batches of cannula and reservoir to eliminate the issue. They tried leaving the transfer guard in place. They had spoken to the diabetes team to review techniques. It was noted that the insulin pump would be replaced. The customer¿s blood glucose level was 4.4 mmol/l. The product will not be returned for analysis.